Event description:
The customer contact reported an unrequested bolus dose was delivered. The bolus cord was returned to the medical electronic engineering mgr and it was reported the bolus cord delivered an unrequested bolus dose. No specific pt info, pump programming, or event details were provided; however, there were no reported adverse pt effects. Though requested, no further info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.